Manufacturer narrative:
Correction information provided in b.5. And g.3. Correction g.3: supplemental medical device report (smdr) # 2 is being filed to correct the g.3 date on the smdr # 1, filed earlier. The g.3 date should be 30-aug-2024 instead of 23-sep-2024. The manufacturer internal reference number is: (B)(4) .

Event description:
Severe hypotension two days after surgery (iop of 0mmhg). Large bleb without seydell and choroidal detachment with decreased visual acuity. Five days after the surgery, a valve examination was performed in the operating room: an abundant amount of epicoroid, sero-bloody fluid was drained, the valvulated sclerotomy was left open and a chamber was left with air and company viscoelastic. Iop was restored and after 18 days the iop was normal (9 mmhg), there is no choroidal detachment and visual acuity had decreased with respect to preoperative values.

Event description:
Additional information received stating that the event was recovered/resolved. Additional information received stating that sclerectomy (surgical reintervention) had been performed. Also, there was a decrease of iol 6 mmhg.

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional via study reported that following a glaucoma filtration device (gfd) implant procedure, the subject came with decrease in visual acuity in the left eye. After the evaluation, it was decided to perform surgical and medical intervention. After surgery, the subject recovered/resolved with sequelae. Eye hypotony was noted as a clinically significant postoperative complication associated with clinical sequelae. Visual acuity restored after one and a half months. As per the investigator, the event was related to the device.